Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain\pain\severe pain \ pelvis pain"), device dislocation ("malposition of essure device location of device: essure coil was protruding from the right ostia, migration of essure device location of device: coil was protruding from the right ostia."), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear, lower abdominal pain, fever, pid pelvic inflammatory disease, morbid obesity, weight loss, photophobia, blurry vision and stress. Previously administered products included for an unreported indication: lidocaine, tegretol, propranolol and yasmin. Concurrent conditions included spotting vaginal, dyspareunia, endometriosis, vomiting, drowsiness, flu, diarrhea, pain in eyes, fatigue, appetite disorder nos, dysfunctional uterine bleeding, dehydration, ovarian cyst, endometriosis, abdominal pain, nose deformity, low back pain, sciatica, melena, gastrointestinal disorder, left lower quadrant pain, left upper quadrant pain, menometrorrhagia and nasal septal perforation repair. Concomitant products included aciclovir (acyclovir) since 2017, caffeine;paracetamol (excedrin), diphenhydramine hydrochloride, drospirenone;ethinylestradiol betadex clathrate (yaz) since 2017, ketorolac tromethamine (toradol), lamotrigine (lamictal) since 2018, ondansetron (zofran), promethazine, sumatriptan (imitrex), topiramate (topamax) and zolpidem tartrate (ambien). On(B)(6)2010, the patient had essure inserted. In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criterion medically significant), endometrial thickening ("abnormal endometrial thickening") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), anxiety ("mental anguish\anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement"), physical disability ("bodily impairment"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cyst"), cervicitis ("cervicitis"), headache ("head pain") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes)hysterectomy(full) and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and headache was resolving, the device dislocation, genital haemorrhage, menorrhagia, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, physical disability, endometrial thickening, adenomyosis, adnexa uteri cyst, cervicitis, migraine and menometrorrhagia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered adenomyosis, adnexa uteri cyst, anhedonia, anxiety, cervicitis, deformity, device dislocation, emotional distress, endometrial thickening, general physical health deterioration, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, physical disability and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: 1. Occlusion of the right and left fallopian tubes by essure devices. 2. Endometrial irregularity at the caudal aspect of the uterus.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, headache, migraines, pelvic pain,endometrial thickening. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received: reporters were added. Aka name was added. Race was added. Events-vaginal bleeding ,menorrhagia, malposition of essure device location of device: essure coil was protruding from the right ostia, genital bleeding, endometrial thickening, adenomyosis, paratubal cyst, cervicitis, headache, migraine, disfigurement, humiliation, anxiety, bodily impairment, loss of enjoyment of life, degradation & were added. Outcome of event -bleeding was added. Concomitant drugs & conditions were added. Lab tests were added.insertion & removal date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.